Event description:
It was reported that the ilet user experienced a continuous glucose monitor reading of 310 mg/dl after consuming a larger-than-usual carbohydrate meal that was incorrectly announced as a usual meal size, with no device alerts and no visible supply set issues; troubleshooting and education on correct meal announcements were provided and the user was advised to allow the ilet to correct. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem identified relating to improper or incorrect procedure for meal size entry, and involvement of the user interface as the interacting component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.